Manufacturer narrative:
Health professional was approximated to yes as the initial reporter's occupation is unknown, but the event was reported to have occurred at a health care facility. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but the clip did not release from the catheter. Several attempts were made to completely deploy the clip; however, the clip would still not release. Reportedly, the catheter was cut using metal cutters, which then forced release the clip, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.